Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patients death. At the time of this clinical investigation, there is no allegation or objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. However, the cycler cannot be excluded as the manufacturer product investigation is pending currently; awaiting return if the device from the patients associated clinic. Based on the available information, the cause of death can not be determined. However, it was reported that cardiac arrest was suspected. The patient had several risk factors for cardiac arrest/death including an extensive past medical history of esrd, diabetes mellitus type 2, hypertension, unspecified systolic congestive heart failure, pulmonary hypertension, chronic atrial fibrillation, atherosclerotic disease of native coronary artery, and chronic pulmonary edema. Moreover, it was reported the patient has a history of non-compliance to the pd prescription. The patient reportedly skipped pd treatment the day prior to death which is also a likely contributing factor as the patient is dialysis dependent. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A fresenius home program manager reported that a peritoneal dialysis (pd) patient expired during treatment on the liberty select cycler. There were no reported allegations of any product issue related to the patients death. Upon follow-up, the home program manager reported that the patient began pd treatment (with the cycler) on (B)(6) 2020. It was reported there was nothing out of the ordinary with respect to the patients pd treatment; no cycler alarms or product related issues. Later, on (B)(6) 2020, the patient was found deceased and still attached to the cycler. 911 was not initiated, according to the home program manager, and the patient was brought to the funeral home directly from their place of residence. There was no indication that an autopsy would be performed, and the patients death certificate was not available. The home program manager stated the cycler was not suspected to have caused the patients death. Reportedly, the patient had a history of non-compliance to the pd prescription. The home program manager reported that the patient skipped a pd treatment on (B)(6) 2020, which was not the result of any product related issues. The exact cause of death was reported as unknown (as the death certificate was not available). However, the home program manager suspected the cause of death to be from cardiac arrest due to natural causes associated with the patients extensive comorbid conditions. Additionally, it was reported that the patients noncompliance may have been a contributing factor in the event. The home program manager stated the cycler was scheduled to be returned to the manufacturer. However, to date, the cycler has not been received.

Manufacturer narrative:
Additional information: d9, h3, h4 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid within the cassette compartment on the top cover, on the pump door, and on the pump molded clamp. However, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. In addition, there were no visual indications of particulates within the cassette area. An (as-received) 7500 ml treatment based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The catch-post hipot test, patient hipot test, and current leakage test all passed. The load cell verification was within tolerance for a liberty cycler. The cycler also underwent and passed a system air leak test, a valve actuation test, a patient pressure sensor calibration check, a mushroom head check, and a voltage calibration check. An internal visual inspection identified evidence of dried fluid on the inside of the rear panel and on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A fresenius home program manager reported that a peritoneal dialysis (pd) patient expired during treatment on the liberty select cycler. There were no reported allegations of any product issue related to the patient¿s death. Upon follow-up, the home program manager reported that the patient began pd treatment (with the cycler) on (B)(6) 2020. It was reported there was nothing out of the ordinary with respect to the patient¿s pd treatment; no cycler alarms or product related issues. Later, on (B)(6) 2020, the patient was found deceased and still attached to the cycler. 911 was not initiated, according to the home program manager, and the patient was brought to the funeral home directly from their place of residence. There was no indication that an autopsy would be performed, and the patient¿s death certificate was not available. The home program manager stated the cycler was not suspected to have caused the patient¿s death. Reportedly, the patient had a history of non-compliance to the pd prescription. The home program manager reported that the patient skipped a pd treatment on (B)(6) 2020, which was not the result of any product related issues. The exact cause of death was reported as unknown (as the death certificate was not available). However, the home program manager suspected the cause of death to be from cardiac arrest due to natural causes associated with the patient¿s extensive comorbid conditions. Additionally, it was reported that the patient¿s noncompliance may have been a contributing factor in the event. The home program manager stated the cycler was scheduled to be returned to the manufacturer. However, to date, the cycler has not been received.